Event description:
It was reported that following an elevate anterior implantation, the patient underwent a revision surgery due to mesh extrusion. The location of the exposed mesh was the "incision line half way up anterior wall," only the exposed segment of the mesh was removed. The patient outcome post excision surgery is "to be determined." No additional patient complications have been reported in relation to this event.